Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m995402a001 (serial: (B)(6); product type: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. It was reported that their charger was not working and wouldn't let them charge the implant. Patient said when they try to charge, they get system problem rm04. Patient service specialist asked, patient said the issue started 2 days ago on sunday and now the stimulation was off. Patient mentioned controller charged from ac power. Patient inspected recharger and controller port but did not see any damage. Patient cleaned connections, reset controller and tried to start a recharging session, but reported the controller would not recognize the recharger even after unplugging and plugging back in. An email was sent to the repair department to replace the controller. No symptoms were reported.  Additional information was received from a manufacturer representative (rep). It was reported that the patient (pt) received the replacement controller but it still isn't working - controller is not holding a charge nor turning on. Therefore, patient can't charge the implantable neurostimulator (ins) and it has depleted. A replacement battery pack was sent out.  Additional information was received from a manufacturer representative (rep). It was reported that the patient got the controller and battery replacement, but patient still gets error message about low battery, rep used the old controller to connect and lithium battery showed that it's full. The rep then called back and reiterated details of case. Mdt rep. Mentioned they had to unplug and plug in the recharger 2-3 times to get the controller to register the recharger was connected. Controller charge was 100% and pt had been depleted in their ins for 10-14 days. Mdt rep. Said they went to charge the ins after hanging up with last agent and got "batteries low: replace controller batteries soon" message. Technical services (tss) discussed meaning of message and confirmed request for replacement recharger was placed on case a replacement recharger (rtm) was sent out.

Manufacturer narrative:
H3: m995402a001 serial# (B)(6) was returned for product analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.